Event description:
After correct placement of an unspecified vrd and a microcatheter (excelsior sl10, either str or 45°) at the ic ophthalmic artery aneurysm, 5 embolic coils were placed with no issues noted. However, when pacing the 6th coil (orbit galaxy tight distal loop complex fill coil 8 x 24-640cf0824/15436276) in the microcatheter to reach the site of the aneurysm, the physician experienced a feeling of unintentional detachment in the microcatheter. Angiogram revealed that the coil was separated into two and about 4cm long of the distal tip of the coil got entangled with the coil mass, and the proximal section of the coil (about 20cm long) was still remained in the microcatheter. The coil prematurely detached and separate into two pieces, and during placement, it was noted that the physician was pulling and pushing during coil placement, and. However, considering the possibility that the proximal section of the coil partially became entangled with the coil mass, the decision was made to push them into the aneurysm using a guidewire (chikai 14/asahi intecc), and the result was satisfactory. After the event, other than the reported event, no other damages were noticed on the device (coil or delivery system-unraveled, stretched, kink, bend, fracture, etc), and part of the part of the coil remained attached to the delivery system. Afterwards, two additional coils were successfully placed and the procedure was completed without any further issues. No patient injury or complications were reported. The patient was in a stable condition.

Manufacturer narrative:
Prior to use, no defect (kink, bends etc) was noted on the coil and the microcatheter by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The target lesion was not calcified and mildly tortuous. No other information was available regarding the characteristics of the aneurysm/parent vessel was available, antiplatelet therapy, inr, pt, ptt and the occlusion rate of the aneurysm. Mrs was unknown. The devices utilized during the procedure including chikai 14/asahi intec, shuttle sheath 5fr/cook inc, excelsior sl10 str, excelsior sl10 45°, hyper glide/kawasumi laboratories, unspecified y-connector/goodman, unspecified sheath introducer/terumo, dcs syringe ii(lot unknown), axium/covidien (B)(4) (total 3), ed coil/kaneka, target/stryker(total 2), 640cf0824/15436276(complaint product) and an unspecified galaxy. No further information is available and procedural images are not available. The complaint product is going to be returned for evaluation whereas the microcatheter is not available. No information was chosen for patient code, since there was no code available for the reported event. The product is available for evaluation and testing, however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt

Manufacturer narrative:
After correct placement of an unspecified enterprise vrd and an excelsior sl10 microcatheter (either str or 45 degrees) at the internal carotid ophthalmic artery aneurysm, 5 embolic coils were placed with no issues noted. However, when placing the 6th coil, 8 x 24 orbit galaxy tight distal loop complex fill ((B)(4)) in the microcatheter to reach the site of the aneurysm, there was a feeling of unintentional detachment in the microcatheter. Angiogram revealed that the coil was separated into two and about 4 cm long of the distal tip of the coil got entangled with the coil mass; the proximal section of the coil (about 20 cm long) still remained in the microcatheter. The coil prematurely detached and separated into two pieces. During placement, it was noted that the coil was being pulled and pushed. Considering the possibility that the proximal section of the coil partially became entangled with the coil mass, the decision was made to push the coil segments into the aneurysm using a guidewire (chikai 14/asahi intecc). The result of this was satisfactory. Part of the coil remained attached to the delivery system. After the event, other than the reported event, no other damages were noticed on the device. Afterwards, two additional coils were successfully placed and the procedure was completed without any further issues. No patient injury or complications were reported. The patient was in a stable condition. Prior to use, no defect (kink, bends etc) was noted on the coil or the microcatheter by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The target lesion was not calcified and was mildly tortuous. No other information was available regarding the characteristics of the aneurysm or parent vessel. No further information regarding the event is available and procedural images are not available. The microcatheter is not available for analysis. A non-sterile 8 x 24 orbit galaxy tight distal loop complex fill coil was received coiled inside of plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received partially zipped without damage. The support coil and gripper were found outside of the introducer. The support coil was found kinked while the gripper was found without damage. The embolic coil was not received for evaluation. The gripper was inspected under microscope and no damages were found on it. The purge hole presented no damages. Additionally it was observed that the gripper shows the mark of the coil headpiece which indicates a tight press fit of the coil in the gripper. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported coil separation in two pieces could not be evaluated since the coil remains implanted and there was no part of the coil attached to the returned delivery system. The reported coil entanglement could not be evaluated due to the nature of the event. Coil detachment was confirmed since the coil was not attached to the received delivery system. The timing and cause of the detachment cannot be conclusively determined with analysis; however, there is no indication of any delivery system manufacturing issues related to the event. With review of the available information it appears that procedural factors including manipulation/withdrawal while the distal end of the coil was entrapped by entanglement with previous coils contributed to the event. It was reported that the device was being pushed and pulled at the time of the event. The instructions for use precautions that if embolic coil repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship exists between the delivery tube and the embolic coil during retraction. Otherwise the embolic coil may have been stretched, which could lead to premature detachment or coil fracture. If a one-to-one relationship does not exist, the infusion catheter and the detachable coil should be removed as an assembly and replaced. Additionally it is cautioned to never withdraw or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. With review of the analysis of the returned device and the device history records there is no indication of any manufacturing issues related to the event with procedural factors appearing to have contributed. Inspections are in place to prevent damaged devices from leaving the facility. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A non-sterile orbit galaxy tight distal loop complex fill coil 8 x 24 was received coiled inside of plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received partially zipped without damage. The support and gripper were found outside of the introducer. The support coil was found kinked while the gripper was found without damage. The embolic coil was not received for evaluation. Gripper was inspected under microscope and no damages were found on it. The purge hole presented no damages. Additionally was observed that the gripper shows the mark which indicates that the coil was previously attached to it. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as coil "entanglement" could not be evaluated due to the embolic coil was not received for evaluation. The failure reports by the costumer as "coil" separated in patient was confirmed due to the embolic oil was not received attached to the device; however is undetermined the exactly time when occurred this event. The cause of the damages found on the device could not be conclusive determinate however these defects could not be related to the manufacturing process and procedural factors appear to have contributed to this failure. In addition inspections are in place that prevents these kinds of failures from leaving the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.